Event description:
Rimon et al in histology of tissue adherent to optease inferior vena cava filters regarding indwelling time; cardiovasc intervent radiol. 2009 jan;32(1):93-6. Epub 2008 sep 13, reports that the filter was left in place due to a large clot seen on pre-retrieval cavography. It was noted that the patient did not received anticoagulation during the filter indwelling period.

Manufacturer narrative:
Rimon et al in histology of tissue adherent to optease inferior vena cava filters regarding indwelling time; cardiovasc intervent radiol. 2009 jan;32(1):93-6. Epub 2008 sep 13, reports that the filter was left in place due to a large clot seen on pre-retrieval cavography. It was noted that the patient did not receive anticoagulation during the filter indwelling period. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The IFU states that retrieval of the optease filter should not be attempted if thrombus is present in the filter and/or caudal to the filter. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.